Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023 it was reported by a sales representative via email that an ar-3632sp fibertak sp anchor pulled out of the bone four weeks after implantation. The patient complained of pain after the procedure with no new injury. The patient underwent revision surgery on (B)(6) 2023. The patient's rotator cuff tear was not mobile enough to fix; therefore, the surgeon performed an scr and tied the remaining cuff tissue to an aflex graft. No further information has been reported. Additional information requested.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Based on the images submitted for evaluation from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event. Dfu-0054-eo revision 5; e5; states the following: "postoperatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device.